Event description:
It was reported that during a ptca/stent procedure on an acute myocardial infarction pt, the lesion was pre-dilated and the stent was placed and deployed. A perforation was noted. There is no info reported regarding treatment of the vessel. It was stated that the pt died due to hosp complications. The relationship between the coronary intervention and the pt outcome cannot be established at this time. Attempts to follow-up have been unsuccessful. This medwatch is being filed conservatively based on the pt's death.